Manufacturer narrative:
A female patient complained to inmode about a prolonged pie reaction on her face following three morpheus8 treatments in the first quarter of 2022. At this point inmode is performing attempts to contact the treatment provider, but to no avail. Based on the limited information provided by the patient herself, it appears that the healing was delayed by patient's individual predisposition and by multiple aggressive procedures post morpheus8 treatments (such as multiple ipl sessions) which interfered with the regular healing process and contributed to the inflammation and the observed pie. Although improvement is seen in patient's condition relative to earlier photos, the case is reported due to the longevity of the reaction. Should additional information be received from the provider affecting the investigation conclusions, a follow-up report will be submitted. 19-nov-2024: follow-up report is submitted with investigation conclusions. Inmode managed to contact the treatment provider. However, the treatment charts sent to inmode are lacking necessary information and did not shed any additional light on the root cause of the incident. The investigation conclusion remains the same: multiple ipls applied too early while the skin was still in the healing phase interfered with the normal healing process, prolonged the inflammation and led to the angiogenesis.

Event description:
Prolonged pie on face following morpheus8 treatment.

Event description:
Prolonged pie on face following morpheus8 treatment.

Manufacturer narrative:
A female patient complained to inmode about a prolonged pie reaction on her face following three morpheus8 treatments in the first quarter of 2022. At this point inmode is performing attempts to contact the treatment provider, but to no avail. Based on the limited information provided by the patient herself, it appears that the healing was delayed by patient's individual predisposition and by multiple aggressive procedures post morpheus8 treatments (such as multiple ipl sessions) which interfered with the regular healing process and contributed to the inflammation and the observed pie. Although improvement is seen in patient's condition relative to earlier photos, the case is reported due to the longevity of the reaction. Should additional information be received from the provider affecting the investigation conclusions, a follow-up report will be submitted.